Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports linked to mfg report number: 3013886523-2022-00161, 3013886523-2022-00162, 3014334038-2022-00072. It was reported a patient went to the operating room and had first sensor implanted successfully on (B)(6) 2022. Sensor was reading between 3-5 in operating room and -1 to 3 in post-anesthesia care unit (pacu). Cerelink was not plugged in and on the patient's bed. Patient was transported to the pediatric intensive care unit (picu). In the picu, patient¿s intracranial pressure (icp) went to -23 with a wave form, alarmed, then went to -50 with sensor/cable failure. Monitor was still unplugged from the wall. Unplugged the sensor from the monitor for 20 minutes. After 20 minutes, monitor still didn¿t work. Rested for a further 30 minutes and changed the cable. When the sensor was plugged in, it got an appropriate waveform for a second, then immediately the wave form dropped negative with sensor cable failure. Unplugged the sensor and turned everything off for an hour, replaced the cord, then plugged the monitor into the wall. Upon plugging the sensor in, it had a wave form and negative reading in the 20s. Laid the patient flat, monitor started working and picking up the intracranial pressure with appropriate readings. Then five minutes later, patient got up to the bathroom and monitor read -50 then sensor/cable failure. It was over an hour between patient movement and event failure. Tried the sensor again with patient laying down, with no response or waveform. Patient and physician chose to replace sensor. Second sensor was tunneled, zeroed, and inserted on the same day ((B)(6) 2022) with no waveform and no number and no response. Third sensor was tunneled and zeroed (took sensor from bolt kit to get a different lot number from the first sensor) and placed successfully with appropriate waveform and readings from -2 to 2. Patient experienced headache, otherwise neurological status intact and no changes. Around 5pm on (B)(6) 2022, the bedside nurse reported that the patient got up to the bathroom and the icp went negative then gave another sensor/cable failure. The nurse unplugged and plugged in the sensor 6 times, and on the 7th got a wave form and was able to get it to work again. At night, the patient was sitting up on bed not moving with an icp of 7, when the sensor went negative again with a sensor/cable failure. The nurse unplugged the monitor for 30 minutes and then plugged it back in, which still was not working. They notified the physician that the patient was not being monitored.

Manufacturer narrative:
Cerelink icp probe was returned for evaluation. DHR - lot 6014340 (sn (B)(6)) met specifications when released. Failure analysis - the issue of the complaint was not confirmed. Catheter mashed 24.5 cm from connector. Cerelink monitor reading was acceptable; icp express passed with reading 634. Resistor balance (rb) out of spec; should be less than 15; rb = 30; could not be adjusted. The device passed all other electronic, noise, linearity/hysteresis, and signal drift tests. Root cause - the resistance balance cannot be adjusted and this can probably be due to esd exposure. Nevertheless, per the complaint background, error message on screen. The cerelink probe was returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.